Event description:
It was reported that there was an infection; the patient had an incident of shingles ¿every time¿ she turned stimulation to program 3. There were 3 separate incidents near the hip where the typical pattern was similar to shingles. Follow-up is being conducted to determine cause, patient outcome, and possible interventions.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v786385, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the infection mentioned was shingles infection it is unrelated to the device. The health care provider met with patient and the device was providing therapeutic effect for the patient. There were no noted issues with device or therapy.